Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment and hemostatic valve separation occurred. It was reported that the hemostatic valve was falling apart. The sheath was replaced, the procedure was continued and subsequently completed. There was no patient consequence. Additional information was later received indicating that while the sheath was being used in the patient, when the physicians attempted to remove dilator and the end of the cable hub, it detached. The physician quickly reinserted the hub end and dilator then inserted wire to remove sheath with only the wire remaining dwelling in patient. At that time a new vizigo from a different lot was successfully inserted without incident. No air entered the patient¿s body and the event did not require percutaneous or surgical removal. Blood return was observed and the approximate volume of blood that was lost was 10-20 cc. Patient hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. As such, this will not be considered to be an adverse event for the patient.

Manufacturer narrative:
On 16-feb-2022, the bwi product analysis lab (pal) received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported that the hemostatic valve was falling apart. The sheath was replaced, the procedure was continued and subsequently completed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device and evaluation of picture(s) provided by the customer to aid in the investigation process. Visual analysis of the returned sample revealed that the brim cap was on the base. However, according to the picture provided by the customer, the brim cap was separated from the hub component, causing the internal components to separate. The hemostatic valve and silicone ring were not returned. Residues of adhesive were found on the brim cap and base. No other anomalies were observed. The dilator was introduced in the sheath to verify if the hemostatic valve and silicone ring were stuck inside the sheath, but no obstruction was detected. The brim cap, hemostatic valve, and silicone ring could have been detached due to an external force while inserting the dilator thru the sheath but, it cannot be conclusively determined. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,it was reported by the caller that the connector for the vizigo sheath to the carto 3 system piu fell apart. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: please note, the issue of hemostatic valve separation is a secondary failure to the brim cap detachment. Please consider the h6. Device problem code of ¿material separation (a0413) removed. The file remains MDR reportable for the brim cap detachment. Additionally, supplemental (follow-up) medwatch report # 1 was submitted by mistake since all the information provided in supplemental (follow-up) medwatch report # 1 was already reported in the 3500a initial medwatch report.

Manufacturer narrative:
On 16-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: on 18-may-2022, it was noticed that the h4. Device manufacture date was inadvertently omitted from the 3500a supplemental (follow-up) medwatch report # 2. The date of "13-nov-2021" has now been added to the respective field. Additionally, it was noticed the following statement was incorrectly reported in section h10. Additional manufacturer narrative of the 3500a supplemental (follow-up) medwatch report # 2. Please consider this statement as removed from the device evaluation details as this was a copy/paste human error "additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,it was reported by the caller that the connector for the vizigo sheath to the carto 3 system piu fell apart."